Manufacturer narrative:
The insulin pump had intermittent act and escape button response due to flattened dome switches. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that customer had a keypad anomaly on the insulin pump. Customer stated that none of the keys are responding. Customer stated that it took her 45 minutes last night to treat her blood glucose level. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.